Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late and alcl-lymphona is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "reported alcl." (B)(6).

Event description:
Healthcare professional reported via regulatory agency alcl verified by cd30+ and alk- biopsy histology results which confirm "right growth effusion, several areas of capsular thickening and implant was slightly discolored ¿ a yellowish color. Stage at diagnosis: 'bia-alcl stage 1a (locally invasive). Treatment outcome: 'awaited (pet CT scan awaited) but has had a 'very good' clinical response and patient is alive and well following 8 cycles of chemotherapy.' Chemotherapy provided (B)(6) 2018 through (B)(6) 2018. Following a very good outcome to the chemotherapy, they are planned to have surgery. Device was explanted. This relates to the right side.